Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, a potential root cause(s) cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 5th related complaint reported with the defect/condition of package difficult to open / tears for lot #7200628 item #305211. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, a potential root cause(s) cannot be determined. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It has been reported that the bd¿ needle filter blunt fill 18x1-1/2 has been found experiencing poor perforation during use. The following has been provided by the initial reporter: nurse dropped the filtered needle on the floor before using, since the packaging of the filter needle was hard to open.